Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller states, the inform meter is "scorched" the meter presents signs of burning/melting. No adverse event reported. Requested return of suspect device and replacement was sent.